Event description:
New information notes that no changes or interventions were performed.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation done after magnetic resonance imaging were proper procedure was not followed, revealed back up operation and no information if back defibrillation therapy was available on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.